Manufacturer narrative:
Additional information was received that the bsn representative confirmed that the patient's ipg was swapped from a non-bsc device.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.